Event description:
User facility reported that between 16h08 and 17h01 in 2003, 10 out of 31 measurements fell into the 25-30% under recording zone; furthermore they reported that there was a possible palliative patient mistreatment of approximately 27% underexposure, as a result. Attempts to further clarify specific patient details and the levels of potential affects have not been successful; therefore company is reporting this incident.